Event description:
It was reported that a malfunction displayed on the customer's pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer contacted technical support, who provided reset information and assisted in resetting the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call if the issue reappears.